Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2026; explant date brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2026; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the trial was initiated on (B)(6) 2026. It was reported that the patient got external disconnection; external wire came unplugged. The patient reported that the ens wires came loose and that there was bleeding at the incision site happened the night of (B)(6) 2026. The patient was advised to contact doctor. Manufacturer representative (rep) has been notified. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2026, explanted: product type screening device product ID 306001 lot# unknown serial# implanted: (B)(6) 2026, product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they were getting error "serial# (B)(6) connection error no leads attached to the cable ensure all connection is secured." When opening my therapy app. The patient had mentioned that issue started happening last (B)(6) 2026. The patient was unable to check if wires were disconnected. The patient also mentioned that they had already reported this before to both support link and their physician. The patient said that physician advised them to carry on and be back on (B)(6) 2026 for end of trial. The previous support link agent already notified field manufacturer representative (rep). The issue was not resolved and it was still ongoing.